Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was incorrect by 6 minutes; cause was unknown. The customer's blood glucose (bg) level was "high"; cause was unknown. A manual injection and pump supply change was performed to address elevated bg level. Reportedly, the customer corrected the pump time to resolve the issue.